Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error code 1720. Functional testing was performed. The root cause of the event was an anomaly in the backup capacitor. The backup capacitor was replaced to resolve this issue.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that error 1720 occurred. The event occurred during patient use at the facility. There was patient involvement, and no patient harm/adverse event reported.